Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, invalid lot number provided by the customer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was a water leakage in the pressure sensor which led to the inaccurate monitoring of the pressure. Treatment was normal after replacing the faulty product. There was no reported patient harm or adverse events as a result of the event.